Event description:
A mushroom vacuum instrument broke during an instrument-assisted delivery. Details provided from delivery note: " a total of 3 pulls were performed, and 2 popoffs occurred. Two reapplications were performed. With the third pull, the mushroom vacuum handle broke, with cup left on the fetal head, which was removed. The fetal head had made some descent. After the vacuum broke, pushing continued with just maternal expulsive efforts with contractions." No harm came to the patient or newborn.